Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart error due to buttons not responding

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen display as well as unexpected restart, a cold reset was performed alarm as well as buttons were unresponsive. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states insulin pump started beeping and there was nothing they can do to stop the beeping but to remove the battery from the insulin pump. Customer states they were sitting when the alarm go off they did not see what was on the screen. Customer reports they were unsure if an alarm occurred during or after, the buttons stopped responding. Customer states insulin pump screen was not blank after inserting new battery. Customer states they tried putting in a new battery but the screen remains blank and the alarm keeps going. Customer states after putting the third brand new battery insulin pump had unexpected restart, a cold reset was performed alarm. Customer reports they were unable to clear the alarm. The device will be returned for analysis.